Event description:
Reported by the customer as "we have a zevex enteralite infinity pump that has begun to infuse without regard to programmed rate. When beginning the dose, the device will simply run continuously until the entire programmed dose is delivered. Also, a normally operating enteralite infinity has a maximum programmable rate of 600 ml/hr. These 2 devices can be programmed with a rate of up to 9999 ml/hr".

Manufacturer narrative:
Actual device evaluated. Results: during the power on process, the pump transfers therapy/feeding data from the eeprom to software memory. The therapy parameters in the memory are being corrupted. Using these corrupted values results in errors in the normal operation of the pump, for example, feeding at a faster rate than was programmed. Conclusions: the software parameter corruption causes the pump to overfeed. The root cause for why the parameter corruption occurs is unknown at this time. This error has not caused patient injury to date. This MDR is being completed as part of the field correction. Reference field correction number assigned by moog medical devices group.